Event description:
It was reported by service report that the brakes would not engage. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake ratchet track. Brake ratchet cranks. Spring-brake latch.